Manufacturer narrative:
Per tandem¿s t:flex user guide, ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ per tandem's t:flex user guide, "make sure that insulin is at room temperature before filling the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded approximately 500 units of cold insulin into the cartridge. Customer's blood glucose level was 103 mg/dl. Customer successfully reloaded the cartridge and received an accurate fill estimate.